Event description:
The customer reported that a mp70 with alarm sound issue. No patient harm was reported.

Manufacturer narrative:
(B)(4). The customer reported that a mp70 with alarm sound issue. No patient harm was reported. Based on the available information, it was confirmed that a philips m3002a patient monitor dropped down and the battery came out. The battery was then replaced. When a monitor loses power, the loss of monitoring is obvious to users at that monitor and at any paired monitor as well as at the central station due to lack of any displayed waveforms. The product labeling (intellivue x2 multi-measurement module instructions for use, part number 453564208381, page 46) contains the following warning: "if the monitor is mechanically damaged, or if it is not working properly, do not use it for any monitoring procedure on a patient. Contact your service personnel." In addition, the product labeling (intellivue x2 multi-measurement module instructions for use, part number 453564208381, page 57), describes that the most reliable method of patient monitoring combines close personal surveillance with correct operation of 453564208381, page 57), describes that the most reliable method of patient monitoring combines close personal surveillance with correct operation of monitoring equipment. This would allow the user to implement alternative methods of monitoring per hospital protocol, and/or to troubleshoot the monitor. It is considered that the reported alarm issue in the customer description does not represent a problem with patient alarming, it is a description of the battery inop. Additionally, the mp2/x2 is designed to generate technical inops in cases a parameter or part does not function any more as specified. This inop would be immediate obvious for the user and would allow the user to implement alternative methods of monitoring per hospital protocol, and/or to troubleshoot the monitor. This issue poses minimal health risk. In addition please note, patient alarms and technical inops will continue to be annunciated at the central station (if networked). The intention on monitoring would be in close personal observation as specified in the product labeling. Philips is in the process of obtaining additional information regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.